Event description:
It was reported that pump displayed continuous glucose monitoring error message. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, and performed reset with guidance, after which error message did not recur and no additional actions were documented.